Event description:
It was reported that the device would not elicit the normal magnet response during a trans-telephonic monitoring (ttm) session. When the device was further evaluated in the clinic and two magnets were placed over the device, the device would still not elicit the magnet response. Additionally, the battery impedance had increased from 4000 ohms to 8000 ohms during the two previous months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.